Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) impedance measurements of greater than 2500 ohms. No troubleshooting was performed, and no actions/interventions were planned or performed. No adverse patient effects were reported. The lead remains in service.